Event description:
It was reported that the patient presented to the emergency department with back pain and general recent illness. It was also reported that the patient had positive cultures for methicillin-sensitive staphylococcus aureus bacteria. It was further noted that transesophageal echocardiogram (tee) revealed vegetation on the tricuspid valve. The device was reprogrammed to asses need for ventricular pacing. The implantable pulse generator (ipg) and right ventricular (rv) lead were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.